Manufacturer narrative:
Title: fundic gastropexy for high risk of recurrence laparoscopic hiatal hernia repair and esophageal sphincter augmentation (linx) improves outcomes without altering perioperative course source: surgical endoscopy (2021) 35:3998¿4002 https://doi.org/10.1007/s00464-020-07789-w. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2017 and august 2019, a retrospective study analyzed outcomes of patients who underwent laparoscopic hiatal hernia repair and magnetic sphincter augmentation with and without fundic gastropexy. The crural opening was repaired with 0-0 non-absorbable suture followed by a second layer of 0-0 absorbable suture. The fundic gastropexy was performed with 2-0 non-absorbable suture. There were 137 patients in the study: 86 with fundic gastropexy, and 51 without. Complications included: dysphagia and acute recurrence. Esophagogastroduodenoscopy (egd) dilations were required to treat dysphagia. Reoperation occurred in two patients to treat recurrence.